Manufacturer narrative:
(B)(4). We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance.

Event description:
It was reported that during an unknown surgery, the cartridge could not be loaded into the jaws since the cartridge jaw was contorted. Another device was used to complete the case. There were no adverse consequences to the patient.